Event description:
On the evening of 5/6/95 diabetic pt developed a terrible headache on the way to a social function. As this can be a sign of high blood sugar, pt used new meter. The first reading at 9:35 pm was 352. The second reading at 9:45 pm was 571. Pt took 6 units of regular insulin, the appropriate dose and type for these unusually high readings. Pt immediately returned home and rechecked blood sugar at 9:58 pm with old meter. This third reading was 180. Pt drank a lot of juice to counteract the insulin and was driven to the hosp to use one of their machines. Fourth reading was 140. After pt returned home, pt monitored sugar levels. Last readings at 12:53 am was 152.